Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a low reservoir alarm. Customer reported that the next day the reservoir was empty but did not receive an alarm. Customer's blood glucose was not reported. Customer was put on hold and call was disconnected.